Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that within a couple months of implant, the patient experienced an episode of ventricular fibrillation (vf) that was detected appropriately; however, double counting of the qrs was seen. Follow up was attempted for additional information, but was unsuccessful. The lead is still in use. No patient complications have been reported as a result of this event.